Event description:
It was reported that high impedances were measured (greater than 4,000 ohms). The connections were checked and it was stated that the lead could not be disconnected from the extension. It was then indicated that after "removing all the screws off" they "proceeded to disconnect." The exact problem with the lead and extension was unclear. It was further stated that the lead and extension were removed and "new ones were placed." The patient's status was listed as no injury and no adverse event. There were no symptoms reported that related to the event. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: lead: product ID neu_unknown_ext, serial# unknown. Product type: extension. (B)(4).